Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 1 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that she got up to go the bathroom, and when she returned the hc displayed system error 2367. The technical service representative (tsr) had the hp cycle the power on the hc. Standard mode was on. The ?press go to start? Prompt came on the hc. The tsr had the hp press the down arrow to get to the alarm log, and the previous alarm was a system error 2240. The tsr explained both errors to the hp and the hp understood. The transfer set had separated from the patient line when the patient got up to go to the washroom. The tsr advised the hp to start over with all new supplies. The hp understood, but the hp stated that she did not have anymore supplies for the hc and also did not have manual supplies either. The tsr advised the hp to contact her peritoneal dialysis registered nurse about missing therapy that night. The hp understood. Proper procedures were reviewed with the patient and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.